Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 6/28/2021 h.6. Investigation: one open and unactivated 30g x 5mm autoshield duo sample and one photo were returned from lot. No. 0077323, cat. No. 329505. Visual examination was carried out on the returned sample and photos and a loose cannula caught between the hub and sleeve was observed. No issues were observed with the patient end or the non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd was able to confirm the customer¿s indicated failure of a needle stick. The most likely cause of this issue is due to a build up of loose cannula at the transfer station during assembly.

Event description:
It was reported that the bd autoshield¿ duo pen needle went through the packaging, compromising the sterility.the following information was provided by the initial reporter: "staff was stocking supplies and has a needlestick injury (clean needle) due to defective insulin pen needles."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle went through the packaging, compromising the sterility. The following information was provided by the initial reporter: "staff was stocking supplies and has a needlestick injury (clean needle) due to defective insulin pen needles."